Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting: originally, there was two devices, the one that failed was reported under 3006524618-2019-00105. Reporter confirmed that second device did not break inside the patient and worked without any issues, therefore, the reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that during procedure, it was noticed that the tip that comes down the internal locking system was broken off the top. They looked inside the joint and they could not see the broken part, so it is unknown if the missing piece fell inside the patient. A backup device was available to complete the procedure with no significant delay and no patient injuries.